Manufacturer narrative:
The reported event was confirmed. Received only catheter and jelly in unopened package for evaluation. Per the visual inspection, it was observed that the label print/instruction were not clear. Based on the evaluation, it was concluded that the illegible print & missing print was due to manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling on the pouch was found to be adequate to provide the expiry date of the affected product. However, missing/illegible printing occurred due to a manufacturing error. (B)(4).

Event description:
It was reported that the user could not identify the expiry date on the label because the print was illegible.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user could not identify the expiry date on the label because the print was illegible.